Event description:
Reporter indicated that vns patient's new generator did not seem to be functioning properly. Since generator replacement surgery for end of service, the patient's seizure control has not been maintained as it was previously with the original generator. The patient has reportedly experienced an increase in seizures as compared to the improvement from previous generator implant. The loss of seizure control reportedly coincides with generator replacement. Device diagnostic testing was within normal limits, indicating proper device function. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the hcp system.